Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the section b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to non-physiological artifacts on primary vector possibly related to sense b issue. Boston scientific technical services provided troubleshooting steps to rule out device and lead impairment. Consider visually inspecting the system using high-resolution x-ray images. If the artifacts are reproducible, technical services recommend replacing both system components. Multiple attempts were made to obtain information regarding the plan or resolution but unfortunately, we were unable to obtain further information. No additional adverse patient effects were reported. This device and electrode remain in-service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to non-physiological artifacts on primary vector possibly related to sense b issue. Boston scientific technical services provided troubleshooting steps to rule out device and lead impairment. Consider visually inspecting the system using high-resolution x-ray images. If the artifacts are reproducible, technical services recommend replacing both system components. No additional adverse patient effects were reported. This device and electrode remain in-service.